Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause of the inaccuracy was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Software analysis found that the segmentation fault was related to a software issue. Codes b01, c10, d18 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: please see section d9 for when the logs and archives were available for analysis. H2-h6: a software analysis was initiated. It was observed there were 3 sessions. In session 1, it was observed that the user had an error metric in the range of 2.5mm. There were 2 exams - 1 computed tomography (CT) exam and 1 magnetic resonance (mr) exam. As per logs, the user had transitioned from acquiredimages to registration task. Observed that the user had merged CT-1(reference exam) and mr-1 and mr-3 exams. Passive planar blunt, small passive cranial frame, passivecatheterintroducer, scopeprobe, o-arm(r) tracker left and right were used in the session. In session 2, there was a CT exam and mr exam. The user merged CT-1(reference exam) and mr-1 and mr-3 exams. Passive planar blunt, small passive cranial frame, passivecatheterintroducertoolcard, scopeprobe, were used in the session. The user transitioned from selectprocedure->images->mergeimages->equipment->mergeimages->images task. The user did not complete registration in this session. In session 3, the CT exam and mr exam were observed from the log. The user had merged CT-1(reference exam) and mr-1 and mr-3 exams. Passive planar blunt, small passive cranial frame, passivecatheterintroducer, scopeprobe, o-arm(r) tracker left and right were used in this session. The user transitioned from registration task to verify registration task a couple of times. The user had an error metric in the range of 3.5mm. Archive analysis : registration accuracy was 2.7mm and there was a yellow zone of accuracy only around the forehead region. Reviewed the archive and it had 1 CT exam and 2 mr exam selected. CT-1 had 276 slices and 0.63mm spacing. Mr-1 had 160 slices and 1.02mm spacing. Mr-3 had 196 slices and 1mm spacing. Observed that the number of points collected for registration was much less. There were points collected under eyes, which is not a bony area. Some points in forehead and back of the head were a bit deeper into the skin. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. The software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version#: 2.1.0. H3, h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for an unknown procedure. It was reported that the staff that used this system experienced an alleged navigation/registration inaccuracy. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, version #: 2.1.0. H2) please see section d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A1-a4, b5, and h6 additional information. H6) a1102 - error 64 a23 - registration issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that this occurred during a tumor resection. It wasn¿t the inaccuracy that was affected. It was during registration the registration model went black and then showed up with spacing and then the system gave a code 64 error. Reboot resolved the issue but this had happened to the same surgeon before. Additional information was received. It was reported that this was pre-op of a cranial resection.